Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that during trouble shooting of a cycler alarm that fluid leak was observed from the cassette. The patient was advised to discontinue using the cycler and to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the fluid leak. The patient was prescribed ip prophylactic antibiotics due to a scheduled nephrectomy. No treatments were reportedly missed. Additional information as solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."